Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. Mw5082856

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had an implantable neurostimulator (ins) to relieve them of their migraines. After the implant, the patient felt a bump. They reported it to their nurse, who took a look at it and said that it was a pimple. Five days after the implant, one of the leads had migrated and was protruding on the back of their scalp. The patient stated that they saw their physician the next day and they manually pushed the lead back. The physician stapled the open scalp and advised the patient that it would be okay to wash their hair the next day. The patient reported that they washed their hair and felt the wire/lead out of their scalp. It was reported that the patient underwent surgery in 2018 and the lead was removed. The patient stated that the device was functioning, but they had not been able to use it due to the pain that they would experience when they try to use it. The patient stated that they felt pain from their scalp, which would radiate to their neck, shoulder, and upper back of their right side. This had limited the patient¿s mobility and their ability to perform other activities. It was noted that the patient had an appointment in 2019 to discuss explant of the device. No further complications were reported or anticipated. Indication for use is unknown.